Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was temporary noise occurrence accompanied by no image. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device, upon inspection of the device, an image noise was observed. There is no reported harm to any patient or persons by the end user. Further evaluation of the device revealed that there was temporary noise occurrence accompanied by no image. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
Correction: health professional should have been selected on the initial report. Correction: device manufacture date: feb 3, 2014 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, the board inside the video connector, or the system side. Olympus will continue to monitor field performance for this device.